Event description:
A surgeon reported that the cassettes primed successfully, but during two cataract surgeries there was no irrigation during sculpting; it was noted that there was no fluid entering the bag of the cassette. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of three complaints reported for this issue. There have been no additional complaints reported against the finish goods lots and the DHR (device history record) shows that the products were released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause is unknown. (B)(4).